Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 175 mg/dl at the time of the incident. Troubleshooting was provided. The customer stated that the drive support cap was slightly indented. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the insulin pump was unable to rewind due to a motor error. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.